Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging the patient's blood glucose on an unknown date was 2.1 mmol/l with unsteadiness while standing or walking. No further information was provided and troubleshooting could not be completed. Several unsuccessful attempts to contact that patient were made. This complaint is being reported because the pump could not be ruled-out as a cause of, or contributing factor to, the reported health event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 07/27/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The black box shows the pump was manually suspended on (B)(6) 2017 at 20:30. On (B)(6) 2017 at 21:36 an unexplained rebooting event occurred. The pump was powered back on but deliveries never resumed. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed. No moisture was observed within the battery compartment, the battery cap could secure properly to the pump, and no power-issues were observed in the black box history or experienced during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.